Event description:
It was reported that the patient experienced a shocking or jolting sensation in the left leg and foot. It was also reported that the implantable neurostimulator was "acting funny" in (B)(6) 2011. The patient was reprogrammed. It was noted the patient only turned her implantable neurostimulator on at night to ensure she has an empty bladder. A manufacturer representative reprogrammed the device on (B)(6) 2012 and the issue had resolved according to physician records.

Event description:
Additional information received reported the patient's stimulation was not working for her. She had an appointment scheduled for (B)(6)-2012.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v002972, implanted: (B)(6) 2006, explanted unk; extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted unk; programmer: model 3031a, serial# (B)(4).